Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The proximal side of the tissue pad was worn and stuck out. The coating for electric insulation of the probe was partially missing. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the coating for electric insulation of the probe and the tissue pad were damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The above device handling has warned in the instruction manual as follows: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
During an open surgery of liver, two subject devices were used. After 1 hour since the surgery began, the tissue pad of the first device was worn and an error occurred. The user exchanged it for the second device but the same error occurred after 2 hours later. The intended procedure was completed with a non olympus device. There was no patient injury reported. On april 19, 2018, olympus medical systems corp. (Omsc) found that the proximal side of the tissue pad was stuck out and the coating for electric insulation of the probe was partially missing on the first device. The coating for electric insulation of the probe was partially missing on the second device. This is the report regarding the first device.